Manufacturer narrative:
The biomedical engineer (bme) reported that two multiple patient receivers (org) power cycled unexpectedly and the telemetry cns showed communication loss. The orgs are connected to a ups along with other org devices. Bme states that the ups has clean power for all of the devices and all of the power outlets being used by all orgs are supported for ups. When the power cycle occurred with the two orgs, the other devices connected to the same ups were not affected. Generator power is also deployed behind the ups for extra backup. They have not had any power outages to his knowledge and the issue was isolated to the org closet. There are 8 orgs in total within the closet. Nihon kohden technical support (nkts) advised the bme to consider connecting one of the orgs to the wall directly and monitor it, as well as trying another upos in place of this one. Nkts asked the customer to double check that all of the power outlets on the ups are in fact clean power from the battery backup and not just pass through ac power. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that two multiple patient receivers (org) power cycled unexpectedly and the telemetry cns showed communication loss.